Event description:
It was reported that during a stenting treatment procedure, positioning issues were encountered. The >50% stenosed, 70mm target lesion was located in the moderately calcified and moderately tortuous left iliac artery. The 8x100x120 epic stent system was advanced to the lesion. While attempting to deploy the stent, it moved distally in the vessel while approximately 30% deployed. The physician opted to remove the stent, while partially deployed, by pulling the entire system into the introducer sheath. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).